Event description:
It was reported a patient experienced peritonitis, which manifested as abdominal pain, hypotension, and cloudy effluent. The patient was hospitalized on the same day for the peritonitis. However, the treatment was not reported. The patient had not recovered from the peritonitis at the time of this report. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13d08026 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).